Event description:
It was reported that during use the extension tubing was unable to connect to device due to damaged adapter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: when the customer tried to connect ex-tube to the iag, the ex-tube was unable to connect. It seems there is damage on catheter adopter.

Manufacturer narrative:
Investigation summary: received a 22ga iag bc unit consisting of a catheter-adapter assembly and a fully retracted needle-barrel assembly. No pkg information was received. DHR review was not performed since the lot number associated with this account was unknown. Visual examination: damage was observed inside the luer of the adapter. Water-leak test: the test was performed by connecting the end of the luer adapter to an iso slip luer fixture and submerging it into water. No leakage occurred on any of the areas of the catheter-adapter assembly. Cosmetic damage within the adapter was confirmed, this damage did not cause leakage. This damage observed inside the adapter could occur anywhere within zones 1, 2 or 5 on which the adapter luer comes in contact with equipment. Conclusion(s): manufacturing: misalignment of the adapter relative to the equipment could be a contributive factor to the damage found on the luer of the adapter.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the extension tubing was unable to connect to device due to damaged adapter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: when the customer tried to connect ex-tube to the iag, the ex-tube was unable to connect. It seems there is damage on catheter adopter.